Event description:
It was reported that a pump did not have audio function. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was confirmed that the audio function was not present. Further evaluation identified that the absence of audio was due to a fractured solder connection on the input-output printed circuit board (I/o pcb).